Event description:
Boston scientific crm received info that during the implant procedure for this atrial lead, a perforation was noted after the pocket was closed. The pt's rhythm changed, their blood pressure dropped and an echocardiogram revealed the perforation. The pt was taken back into surgery, where it was found that the lead extended approx one centimeter into the pericardium. The lead was repositioned and the perforation repaired. It was noted that the pt's atrium was very thin. The pt had no history of atrial arrhythmias.

Manufacturer narrative:
The device was not returned for analysis. Therefore, the analysis is based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. Review of the quality documents showed a regular mfg process.